Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced extreme abdominal pain during an initial drain cycle with the homechoice (hc) device. The cause of the abdominal pain was unknown. Due to the pain, the patient¿s caregiver contacted baxter¿s technical service center to request assistance to end the patient¿s therapy session and take the patient to the emergency room (ER). At the time of the call, the patient was connected to the hc in fill 1 of 4 and the patient had filled with 88 milliliters (ml) of peritoneal dialysis (pd) solution (dianeal). During the ER visit, the patient received treatment for the abdominal pain with 5mg of hydrocodone (route not reported) and a nurse obtained a pd effluent sample by using an unspecified baxter y-set to fill the patient with dianeal (unknown concentration or amount infused). The nurse then performed a manual drain and drained 88 mls of pd effluent from the patient which appeared clear. At that time, the patient was disconnected and it was reported that the nurse used a pair of ¿non-sterile scissors¿ to cut the patient line of the baxter y-set in order to obtain a peritoneal effluent sample for culture. The sample was then obtained by squeezing the patient line tubing on the y-set (in the same area the nurse had cut with scissors) which had an unspecified amount of iodine residue from the minicap used to aseptically connect and disconnect the patient from the y-set. The patient was not admitted to the hospital and on the following day, the patient began prophylactic treatments with intraperitoneal (ip) vancomycin (dose & duration unknown) and ip fortaz for five days (dose unknown). At the time of this report, treatment with vancomycin was ongoing and the patient was recovered from the event. It was reported that the patient did not present with any additional symptoms. No further information was provided regarding the outcome of the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.